Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) wheels wobble.

Manufacturer narrative:
Corrected fields - b5, d5, e2, e3, g2, h6(health effect ¿ clinical & impact code). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.